Event description:
It was reported that customer received cartridge alarm 30 related to motor stall while loading filled cartridge, although bolus delivery completed successfully. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, documentation follow-up was planned, and pump was ultimately replaced.